Event description:
During routine check, it was reported that the device had the service indication illuminated. Physio-control evaluated the device and verified the reported failure. In addition, physio found a critical malfunction that disabled the device from delivering defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrically open high energy capacitor. The capacitor would not hold charge and the device failed to deliver defibrillation therapy. A replacement device was provided to the customer.